Manufacturer narrative:
Evaluation: our evaluation of the complaint device confirmed the report. The distal end of the wire guide coating has separated, exposing 3cm of the inner wire. A flattened area was noted in the sphincterotome catheter 122 cm from the distal end. The device is contaminated with dried contrast and the wire guide remains loaded in the sphincterotome. After a review of the device history record for this device, we can report that no discrepancies or anomalies were observed. We were unable to conduct a sample test from this lot because the devices were previously distributed. Conclusions: we were unable to conclusively determine a cause for this observation because the actual use conditions could not be duplicated in the laboratory setting. However, we can provide the following comments: the instructions for use instruc the user to wet the wire guide in a sterile water bath before each introduction of the wire guide. For best results, the user is instructed to keep the wire guide wet. The returned device was contaminated with dried contrast upon receipt of the device for evaluation. A contrast filled lumen may cause resistance during movement of the wire guide. If added pressure was applied when resistance was encountered, this could have contributed to separation of the wire guide coating. Resistance in transversing a difficult stricture could have contributed to this observation. Also, if the wire guide received pressure due to resistance this could contribute to wire guide coating separation. Flattened areas in the catheter can occur if the device experiences excessive pressure during use and/or general handling. The instructions for use for this product line advise the user to advance the device through the accessory channel in short increments. This activity will aid in device preservation. Corrective actions: no corrective action warranted at this time because this incident may be use and/or product handling related. Prior to distribution, all dash sphincterotomes and metro wire guides undergo a visual inspection to ensure device integrity. This inspection includes a visual inspection of wire guide coating. A review of the device history record confirmed that this lot met manufacturing requirements prior to shipment.

Event description:
During an ercp procedure, a cook endoscopy howell dash ii sphincterotome preloaded with a metro wire guide was used. Information in the report indicated the wire guide could not be removed from the sphincterotome. The sphincterotome and wire guide were removed from the endoscope as a unit. The outer coating separated near the distal end of the wire guide, exposing the inner wire. An injury to the patient did not occur.